Event description:
A customer reported that the console had weak phaco and torsional power during a procedure. The case was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
Company rep examined the system and found no problem. However, system message (sm) [flow check failed - excessive vacuum rise] and sm [prime fms, fill or tested handpiece button is pressed while the footswitch treadle is depressed] were found in the system's event log. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time.(B)(4).